Manufacturer narrative:
The manufacturer received the device and the investigation has been initiated. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information was requested on may 19, 2017. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Resurf cup handle curv ref#01.00329.883 ) are marketed in USA, and therefore this report was filed. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Ref# ) are marketed in USA, and therefore this report was filed. (B)(4). In progress.

Event description:
It was reported that there was breakage of the holding pin during cutting. The following was stated "exchange of rasp handle (all sieves) , as it is likely that a fatigue fracture occurred." Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend analysis could be performed as no item number is available. Review of event description: it was reported that during surgery the holding pin broke. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: the rasp handle was returned for an investigation. The pin at the tip of the instrument has broken off. Moreover, there are some signs of usage visible. No other conspicuousness found. Root cause analysis: root cause determination using dfmea. Instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance not possible. A systematic issue with design would have been detected as part of the issue. Evaluation assessment defined in complaint investigation or in the current pms process. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient not possible. A systematic issue with material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) not possible. No signs of corrosion were visible. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition. Possible, as it cannot be excluded based on the available information. The connection pin to the rasp has broken. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling. Possible, as it cannot be excluded based on the available information. Moreover, the instrument might have been used for more than 10 years, therefore a deterioration on function as a result of repeated use is possible. Possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use. Possible, as it cannot be excluded based on the available information. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition. Conclusion summary: the instrument was returned for an investigation. The connection pin which connects the rasp handle to the rasp has broken off. The rasp handle was manufactured in 2006 and might have been on the market for more than 10 years and therefore used excessively. Additionally, extraordinary high forces might have occurred during surgery, leading to the breakage of the pin of the instrument. Moreover, for this ref no similar cases have been reported, therefore this can be considered a single case. However, an exact root cause could not be determined. Zimmer (B)(4) consider this case as closed. Zimmer's reference number of this file is cmp-(B)(4).